Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) was confirmed. As received, the belt failed incoming testing, specifically the ECG fall off test. Upon evaluation, the pulse wire between the distribution node and ECG 'b' was pulled from the solder joint inside the rear 2-wire therapy electrode (te). The cause of the non-functional ecgs is the pulled pulse wire. The root cause of the pulled wire was excessive force. No adverse event resulted from the pulled pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ecgs.